Event description:
The rptr stated the surgeon inserted an aq5010v three piece silicone lens. The surgeon did not like the placement of the lens in the pt's eye. The surgeon decided to remove the lens. The incision was widened, the lens was removed, no suture was used. Another lens, same model and size was implanted. The rptr stated this lens was used as a piggyback lens. There was no malfunction. The lens was discarded.

Manufacturer narrative:
(B)(4) - no product malfunction - labeled. H6: eval codes: conclusions: the product pertaining to this event was discarded. Based on the complaint history, it was determined that most likely the root cause of this event was due to off-label. Staar labeling does not address the piggybacking of lenses and is considered off-label use. (B)(4).